Manufacturer narrative:
Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
The customer reported that the exeter im plug and the proximal portion, which was inserted into the femur, snapped off in the introducer when the introducer was removed.

Manufacturer narrative:
An event regarding crack/fracture and disassembly issue involving a exeter plug was reported. The disassembly issue was not confirmed method & results: -device evaluation and results: the device was evaluated by (B)(4). The evaluation concluded. Visual inspection: "the returned adapter has some rust due to the decontamination process. The pin of adapter is not broken." Dimensional inspection: dimensional inspection was performed according to the drawing 5401-b ver b, version valid at the time of manufacturing. The device was found dimensionally compliant. -medical records received and evaluation: not performed as no medical records were provided. -device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: review indicated there have been no other similar events for the reported lot. Conclusion: a review of the returned adaptor by (B)(4) concluded that "the device was found dimensionally compliant". No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
The customer reported that the exeter im plug and the proximal portion, which was inserted into the femur, snapped off in the introducer when the introducer was removed.